Event description:
It was reported that the devices were contaminated. The target lesion was located in the left circumflex artery (lcx) and left anterior descending artery (lad). A rotawire 330cm gw(1pk) flop and 1.25mm rotapro were selected for use. While performing draw test, during rotation check, it was noted that the burr got stuck in the cotton gauze. Some threads were stuck in the burr which were removed. Draw test was performed again successfully. Consequently, the burr was taken inside the lesion site and set 160000rpm. But the burr kept on stalling. Additionally, the wire got kinked during the procedure. The burr and wire were taken out. The procedure was completed using a different burr and wire. No complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the devices were contaminated. The target lesion was located in the left circumflex artery (lcx) and left anterior descending artery (lad). A rotawire 330cm gw(1pk) flop and 1.25mm rotapro were selected for use. While performing draw test, during rotation check, it was noted that the burr got stuck in the cotton gauze. Some threads were stuck in the burr which were removed. Draw test was performed again successfully. Consequently, the burr was taken inside the lesion site and set 160000rpm. But the burr kept on stalling. Additionally, the wire got kinked during the procedure. The burr and wire were taken out. The procedure was completed using a different burr and wire. No complications were reported.